Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance for resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to contact support if the issue recurred. The caller understood and agreed with the guidance.